Manufacturer narrative:
H11, h3, h6. The reported device was received for evaluation. A visual inspection revealed the device was not returned in original packaging. The anchor has been deployed. The insertion tube has an abrasion and is deformed at the distal end. Bio debris is inside the tube. The blue/white suture is frayed and fractured. The cleat is fully extended and locked. A functional evaluation was performed on the returned device and found the spool cleat has been fully extended from the body of the handle and the ratchet is locked. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found the sutures must comply with a break strength of 8.4 - 10.4 lbs. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force or torsion during use or use of sharp instruments near the device tip). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11 h3, h6 a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the sutures must comply with a break strength of 8.4 - 10.4 lbs. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for further assessment.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder dislocation procedure, one (1) q-fix all suture anchor failed. The q-fix was used, the suture was not sliding, and it broke. The procedure was resumed, without any delay, using an equivalent s+n back-up. The insertion site was cleared of all debris prior to the insertion of the anchor. No further complications were reported.